Event description:
During an ultrasound guided breast biopsy the needle did not deploy completely, so no specimen was obtained. The needle was replaced with a second device which functioned normally, allowing completion of the procedure.